Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) was 31.1 degrees. Clinical manager stated that tried to set up a loaner device for an account, hennepin county medical center. When doing a functional check, the loaner device was alarming 41 (low internal flow).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d,g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) was 31.1 degrees. Clinical manager stated that tried to set up a loaner device for an account, hennepin county medical center. When doing a functional check, the loaner device was alarming 41 (low internal flow).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt and functioning properly. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) was 31.1 degrees. Clinical manager stated that tried to set up a loaner device for an account, hennepin county medical center. When doing a functional check, the loaner device was alarming 41 (low internal flow).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling, chiller temperature (t4) was 31.1 degrees. Clinical manager stated that tried to set up a loaner device for an account, (B)(6) medical center. When doing a functional check. The loaner device was alarming 41 (low internal flow).